Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft, suprarenal aortic extension, and infrarenal aortic extension on (B)(6) 2013. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with a new afx bifurcated stent graft and vela suprarenal.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; suboptimal imaging (distal images only) was received with no endoleak noted and the iliacs visualized. Requests were made on (B)(6) 2021 and required imaging was not received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. (B)(4).